Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer battery was replaced. Also, the complimentary metal oxide semi-conductor was reset. The system was then found to be operating as intended.